Event description:
Procedure performed: robotic cystectomy. Event description: the gel point was introduced at the beginning of the case and the robotic camera and a 15mm trocar were introduced through the gel for the case. After working laparoscopic robotic for a few hours, they undocked from the robot to remove the gel cap and the bladder when they noticed that the gelpoint was loose and they found the alexis sheath had partially torn away from the inner purple ring, not completely. No negative clinical patient impact. A second gelpoint was opened and the new alexis was used with the original gel cap for the remainder of the case. The robotic camera was the only device through the [company name] port through the gel and 15mm trocar port through the gel was used as an auxiliary port and was used to introduce the 15mm bag for removal of the bladder. Additional information provided by [account manager] on 20nov2025 via email: the sheath stayed completely attached to the outer ring but partially separated from the inner purple ring. No instruments were used during the placement of the alexis. (2) trocars were placed through the gel. The [company name] port with the robotic camera through it and the 15mm trocar used for the 15mm bag for the bladder removal. I¿m not aware of any other devices used through the 15mm trocar. I will attempt to find out. No sheath did not particulate and there was no damage to the gel cap. Intervention: a second gelpoint was opened and the new alexis was used with the original gel cap for the remainder of the case. Patient status: no negative clinical patient impact.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.